Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the onetouch ping meter read inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient tests ten to 12 times daily and manages his diabetes with insulin pump therapy. On (B)(6), 2014, the patient obtained a blood glucose reading of ¿273mg/dl¿ (at 2pm) with the subject meter; in response to the reported result, the patient administered an unknown increased dose of insulin (bolus); and an hour later, the patient obtained ¿120mg/dl¿ with the subject meter. According to the reporter, it is highly unlikely for the patient¿s blood glucose to decrease to a normal reading within one hour. Per csr notes, the reporter feels the initial result (¿273mg/dl¿) was incorrect and patient may have administered too much insulin. Per csr¿s documentation, at 3:30pm, the patient arrived home and then played basketball; at 3:45pm, the patient tested with the subject meter (¿52mg/dl¿) because he was ¿feeling jittery and shaky¿; the patient treated himself with food and drink soon after; and approximately 20 minutes later, obtained a result of ¿145mg/dl¿ with the subject meter. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/11/2014). The patient¿s meter has been returned on 7/18/2014 and evaluated by lifescan product analysis on 7/31/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.